Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately two years, ten months following the implant of this transcatheter bioprosthetic valve, cardiac dysfunction was reported with a diminished right ventricle ejection fraction. No further information was reported. No adverse patient effects were reported. Additional information was reported that an echocardiogram was performed approximately two years and seven and a half months following the implant of the valve. The echocardiogram showed moderate tricuspid regurgitation. It was unknown if there was impact on the patient and unknown if any medical intervention was required. Additional information received indicated that approximately 5 years and 8 months following this pulmonary transcatheter valve implant cardiac arrest occurred and the patient died. The physician indicated the cardiac arrest and subsequent death were not related to the valve. An autopsy was not performed.